Event description:
The customer reported to olympus, that the gastrointestinal videoscope had fluid invasion with no leakage. The device was returned for evaluation. During the device evaluation, the following was found: the air/water tube and cylinder had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to a cut on switch 2 the water tightness was lost, the grip and plug unit had a scratch, the air/water cylinder and suction cylinder had no color, the scope connector cover unit had corrosion due to water leakage, the water tightness was lost due to damage on the channel tube, the play of the up and down knob was out of standard value due to wear of the angle wire, the light guide lens had foreign material, the connecting tube had a dent, and the universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was not removed since the reprocessing was not conducted properly due to leakage from the switch button 2 and biopsy channel. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.